Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple no delivery alarms and that they mentioned during troubleshooting that they experienced high blood glucose level of above 600mg/dl. The customer stated that they have discontinued use of the insulin pump. There was no indication of troubleshooting for the high blood glucose. Troubleshooting for no delivery alarm was performed. The customer was advised to disconnect at the quick release and was assisted with fixed prime, which they resulted with the insulin exiting. The customer declined to run an additional fixed prime to test cannula/site connection and stated that they were going to change the set. No product will be returned for analysis.